Manufacturer narrative:
On (B)(6) 2020, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, the tissue expander appears deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right expander deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age, race, and ethnicity underwent unspecified breast reconstructive surgery with a ce med height te 450cc breast tissue expander. Patient noticed the expander losing tension on (B)(6) 2020 on the right side. She was operated on (B)(6) 2020 when the device was replaced with a mentor cpg implant (catalog number: sphx-355; serial number: (B)(4)). On inspection, the explanted device showed a leakage on the inferior portion of the device. There was no change in the treatment of the patient as it was time to exchange with a permanent device / implant.